Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After the discordant results, the customer re-ran quality control (qc). The results were within range. A review of the qc before the issue showed that it was in range. Two days prior to the issue, the sensor was changed. The ccc requested the customer to check the pump rate, standard b flow and salt flow. They all passed. The ccc then adjusted the pressure foot to default position. The customer was then asked to check the sample probe alignment to integrated multisensor technology (imt) port. The ccc asked the customer to replace the sensor and rerun the diluent check with a new diluent check bottle. The ccc instructed the customer to trim the tubing on the sample syringe panel. The customer requested service. A customer service engineer (cse) was dispatched to the customer's site. The cse performed routine maintenance on the integrated multisensor technology (imt) and replaced all tubing. The cse then replaced the imt diluent syringe and pump tubing. The cse replaced and aligned the sample probe and conditioned the imt module. The cse then replaced the sensor, both standards and diluent. The cse ran precision on the patient sample and it did not pass. The cse replaced the imt port waste valve and repeated precision study, passing. The cse ran diluent check and passed. The cse then ran both levels of qc five times for lytes and passed. The cse then ran all qc and passed. The cause of the discordant, falsely low sodium, potassium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on two patient samples on a dimension exl with lm instrument. The initial results were reported out to the physician(s). Due to the initial results, both patients were sent to the emergency room. The customer then repeated the samples on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.